Event description:
When anesthesia personnel inserted the introducer for the swan catheter, the diaphragm inside the catheter was dislodged (when they inserted dilator), causing blood to backflow. Pt did not suffer any problems, but another kit needed to be used.